Event description:
Back of shower chair broke where the chair is connected and resident fell backward. Resident was sent to hospital and returned to the facility and was sent out again due to pain she was experiencing. Purchased from direct supply.